Event description:
It was reported to hamilton medical ag: loss of external power. Machine ac power indicator not showing. Battery is not charged. No patient harm reported.

Manufacturer narrative:
Hamilton medical ag case number: (B)(4).